Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was that the controller was saying settings not available when they were switching from group c to group a. Pt said that they had the therapy settings low. Pt said that they always had the stimulation set at 3, but they turned down the stimulation to 2.7 and 2.5 the other night. Pt said that the issue started last night. Agent reviewed screen meaning with the pt and redirected pt to hcp to further address the reported issue. Additional information was received from a manufacturer representative (rep). The rep reported that "patient has high impedances and thus why they're getting that error message. I have programmed around those electrodes in the past. I have not seen [patient] recently. Patient's doctor is aware some impedances are high and knows I've programmed around them. There has been no discussion of next steps with doctor." The rep also noted that the issue is "currently" resolved and will be seeing patient in clinic soon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.